Event description:
It was reported that at the beginning of cataract surgery the monitor froze and the touch screen wasn't working. Due to this event surgery was delayed > 30 minutes. Patient injury did not occur.

Manufacturer narrative:
The incident will be investigated from the log files. It is unknown if the product will be returned at this point. No corrective or preventive actions can be implemented until the investigation has been completed. The device has not been returned/ accessible for investigation yet. The investigation will be continued when the device is available for examination. Several product reminders are sent to receive the product for investigation.

Event description:
It was reported that at the beginning of cataract surgery the monitor froze and the touch screen wasn't working. Due to this event surgery was delayed > 30 minutes. Patient injury did not occur.

Manufacturer narrative:
The device has not been returned/ accessible for investigation yet. The investigation will be continued when the device is available for examination. Several product reminders are sent to receive the product for investigation. A confirmation on return of the module has been recently received.

Event description:
It was reported that at the beginning of cataract surgery the monitor froze and the touch screen wasn't working. Due to this event surgery was delayed > 30 minutes. Patient injury did not occur.

Manufacturer narrative:
The incident will be investigated from the log files. It is unknown if the product will be returned at this point. No corrective or preventive actions can be implemented until the investigation has been completed. The device has not been returned/ accessible for investigation yet. The investigation will be continued when the device is available for examination. Several product reminders are sent to receive the product for investigation.

Manufacturer narrative:
The incident will be investigated from the log files. It is unknown if the product will be returned at this point. No corrective or preventive actions can be implemented until the investigation has been completed. The device has not been returned/ accessible for investigation yet. The investigation will be continued when the device is available for examination.

Event description:
It was reported that at the beginning of cataract surgery the monitor froze and the touch screen wasn't working. Due to this event surgery was delayed 30 minutes. Patient injury did not occur.

Manufacturer narrative:
In regard to this complaint an eva panel pc was returned for investigation. Investigation of the returned panel pc determined a defective lvds cable. This lvds cable provides the in-system data communication. Due to the defective lvds cable, the information on the panel pc could not be displayed correctly. Hence, based on the investigation performed, the reported event is considered attributable to a a random component failure of the lvds cable of the panel pc. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment.the risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.all similar incidents related to the eva surgical system are included in the analysis. Since 2018 more than 750.000 surgeries have been performed with the eva surgical systems installed. Please note that this defect does not always lead to a delayed surgery.

Event description:
It was reported that at the beginning of cataract surgery the monitor froze and the touch screen wasn't working. Due to this event surgery was delayed > 30 minutes. Patient injury did not occur.

Manufacturer narrative:
The incident will be investigated from the log files. It is unknown if the product will be returned at this point.

Event description:
It was reported that at the beginning of cataract surgery the monitor froze and the touch screen wasn't working. Due to this event surgery was delayed > 30 minutes. Patient injury did not occur.